Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush, for dental cleaning (route-dental, lot number 1721s6s2, frequency and expiration date unspecified). After an unspecified duration, while brushing the teeth the tooth brush handle broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.